Event description:
On (B)(6) 2005, a male pt had a aaa repaired using the following cook components: one main body, contralateral leg extension, and a leg extension was used on the contralateral side to extend the iliac leg. An iliac leg graft was placed on the right ipsilateral side. Procedure went as planned and there was no pt complications. Pt was followed-up for 4 years post-op with no events. Pt was lost for f/u until monday, (B)(6) 2012. On CT for various reasons, it was noted that there was a right common iliac aneurysm had formed around the distal end of the ipsilateral leg graft. There is now a type 1b endoleak around the iliac leg graft. There was noted a 2 cm seal zone distal to the leg graft. Physician decided to extend the leg graft to seal-off the type 1b endoleak. On (B)(6) 2012, the physician placed a zenith spiral z leg distal to the previous graft which did seal-off the type 1b endoleak and the procedure was ended without complications.

Manufacturer narrative:
(B)(4): add'l surgical repair is not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event eval: still under investigation.